Event description:
The customer reported low event system messages and several milliliters of a combination of erythrolyse, stabilyse and blood fluid leaked onto the counter during patient sample analysis involving the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and performed troubleshooting. During troubleshooting, the customer noticed fluid was leaking from the diff mixing chamber. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of erroneous patient results at the time of the event; results were not released from the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the fluid leak originated from the stabilyse delivery tubing at the diff mix chamber side port fitting. The fse replaced the diff mix chamber and the stabilyse delivery tubing through pinch valve vl45. The fse noted the delivery tubing had a small tear at the molded connector fitting, which caused fluid to leak from mix chamber when pressure was applied to the chamber for delivery to the flowcell. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Chamber. (B)(4).